Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic start right representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer's blood glucose was 36 mg/dl. The customer stated that he was certain the low was from not having an appetite. The customer stated that he has not been eating. The customer stated that he lost 9 pounds in seven days. The customer stated that his health care provider is running tests to see what the underlying issue is. The customer was referred to helpline.